Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. At the hospital the patient's blood glucose level was 29.8 mmol/l with ketones of 3. The patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with an IV of insulin and antibiotics. The patient stated the high blood glucose was caused by the insulin cartridge being empty. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.